Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the load process was performed, three drops were only seen from the tubing during the fill tubing step. The customer stated that fill tubing had been performed with 32 units. Troubleshooting with tandem technical support was performed and the issue was reported to be resolved. Reportedly, the issue could possibly be due to leaking at the luer lock or possibly a tubing issue. However, it was not confirmed. There was no impact to the customer's blood glucose level.